Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the sample pump air-knife, sample probe, reagent probe 1, sample mixer, and reagent probe 1 mixer. The cse also cleaned the drains and lubricated the arms. The cse ran instrument testing, which passed. Quality controls were run, resulting within range. The cause of the discordant, falsely low mg result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low magnesium (mg) result was obtained one on patient sample on a dimension vista 500 instrument. The discordant result was not reported to the physician(s), as it was flagged as a result below the laboratory defined panic alert level. The sample was repeated on the same instrument, resulting higher. It is unknown if the corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low mg result.